Event description:
The screw was broken on contact with the handle and broke away from suture end. It became stuck in the glenoid group and so was hard to remove. The broken titanium anchor was not completely removed and the new anchor was placed in a new hole. An awl dilator had been used for the site prep. The patient was reported to be a (B)(4) male with good bone quality. There was no reported patient injury or surgical complication. The patient¿s post-operative condition was reported to be okay as well.

Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).

Manufacturer narrative:
One 5.0 twinfix ti was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchor has broken at the eyelet. The threaded portion of the anchor was not returned. Both legs of suture remain attached to the eyelet. Examination of the eyelet using a stereo microscope confirmed the eyelet is deformed/twisted. As reported, an awl dilator was used to prepare the insertion site, per the devices IFU under warnings ¿breakage of suture anchor can occur if predrilling is not performed prior to implantation¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).